Manufacturer narrative:
H3: product analysis of product:kex102eb, lotno:227096499 - visual and functional inspection revealed the balloon has been damaged and leaks when tested. The damage is a pinhole in the middle portion of the balloon. This type of damage is consistent with the balloon coming in contact with bone spurs when the balloon is inflated in the vertebral body. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from health care provider via manufacturing representative regarding a patient undergone balloon kyphoplasty for primary osteoporosis. It was reported that the balloon on the right side of th12 was broken. Leakage of the contrast medium was observed. No patient symptoms as a result of this event. No further complications were reported/anticipated.